Manufacturer narrative:
Hi : updated to serious injury. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient had a surgical intervention wherein the ipg was explanted and replaced with a new ipg. Reportedly therapy was restored.

Event description:
It was reported pc displayed the message "cannot connect to generator "after an unrelated procedure and was unable to communicate the ipg with external devices. Company representatives met with the patient and exhausted all trouble shooting steps and yet not able to have a successful pairing bond. As such the ipg was deemed inoperable. No further plan of action taken at this time.